Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, once the right atrial lead was positioned, elevated threshold was gradually elevated during the closure. Upon testing with the pacing system analyzer, low pacing lead impedance was noted. The lead was repositioned several times without success. The lead was not used. Another lead was implanted and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece measuring 46.0cm. The reported events of high pacing threshold and low pacing lead impedance were confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.